Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of low blood glucose reading and delivery anomaly from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer stated that she started using a new pump and had a lot of trouble. The customer stated that she was using the bolus wizard, and the meter does not link with the pump. The customer stated that she woke up in the middle of the night and might have been disoriented when she programed the bolus. The customer was advised to monitor the pump and blood glucose levels. The customer was advised to call back if the issue persists.